Event description:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. Response to follow up received indicates that the femoral component was not loose, the patient only experienced loosing of the tibial component.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00224. Medical product: natural tibia cemented 5 degree stemmed left size e item# 42532007101 lot# 64082706 articular surface fixed bearing posterior stabilized (ps) left 16 mm height item# 42511400716 lot# 62969873 report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately one year and nine months' post implantation due to aseptic loosening. There is no additional information at this time.